Event description:
It was reported that the procedure was to treat a right external iliac artery and a left common iliac artery. A 7f non-abbott sheath was advanced and an 8.0 x 100 mm absolute pro could not cross the external iliac. Pre-dilatation was performed with an 8.0 x 40 mm armada 35 at 8 atmospheres for 20 seconds. An 8.0 x 60 mm absolute pro stent was successfully deployed in the right external iliac. An 8.0 x 60 mm absolute pro could not cross the left common iliac and the stent partially deployed in the sheath but was successfully removed. An 8.0 x 60 mm absolute pro stent was deployed and post dilatation was performed with an 8.0 x 40 mm unknown balloon to successfully complete the procedure. There was no clinically significant delay in procedure and no adverse patient effects. No additional information was provided. No additional information was provided.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query of the electronic complaint handling database revealed no other similar incidents reported from this lot. Based on the reviewed information, no product deficiency was identified.